Event description:
Additional information was received from the manufacturer representative (rep). It was reported that the rep was made aware of the potential revision surgery when he supported a re-trial for the patient back in (B)(6) of 2024. It was clarified that the patient (pt) reported that previous placement of leads was not providing her with relief to her lower back pain. Cause of the therapy loss was unknown. There was a re-trial and revision of current leads. The issue was resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). The reason for call was pt says that they aren't using their therapy because its "more of an irritation, and stated pt will get that addressed but they need an MRI". They said this started about 6 months ago and says their doctor is aware of it and will address. Pt went into MRI mode during the call and it shows full body eligible. Pt will show MRI mode screen to the doctor. Additional information was received from a patient (pt). It was reported that the patient noticed that when the implantable neurostimulator (ins) battery got down to 50% it seemed like the stimulation therapy really weakened and they had to recharge the ins battery all the time. The patient spoke to their manufacturer representative (rep) who said to contact patient services about the issue for they might need a new controller battery. Then on november 10th they had a revision surgery for their leads. Since the revision, the patient started to notice issues with therapy relief. The patient noted they had the same set up as before revision but when they would think the stimulation was on it did not seem like it was providing stimulation no matter how high they increased intensity for it did not seem like it was working right for sometimes it did not feel like it was working. The patient was supposedly set up for adaptive stimulation but sometimes it turns off the whole program to where the patient would have to go in and turn it on. The patient noted the therapy settings were not functioning as well as it should and they needed to get their programs changed since it was not the same as it should be. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.